Event description:
Meter name: one touch ultra. Strip name: lifescan ot ultra. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: lightheaded, headache. A pt reported they were unable to test on the meter. Their meter allegedly would only prompt apply sample message. Issue was not resolved. The result on their meter was unable to test. No comparison. Treatment was unk. No further info has been reported.